Event description:
It was reported to tyco healthcare on 10/01/2004 that a customer had a problem witha mixid dialysis catheter. The customer states that the component contains chips and cracks.

Manufacturer narrative:
An investigation is underway. Upon completion of the investigation, the results will be forwarded.